Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine check. Episodes of lead noise were noted on the ventricular lead. Noise was not reproducible in clinic. Programming changes were made. No patient symptoms were reported.